Manufacturer narrative:
All buttons functioning properly. No damage/unlocked lcd keypad connector during visual inspection noted. Device passed self test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm or prime/fill, rewind anomaly noted during testing.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons harder to push. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated insulin pump had loud grinding noise during prime and rewind. Customer stated insulin pump had no delivery alarm and rewind more than once. The insulin pump will not be returned for analysis.